Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's father to close running applications in the background, reset bluetooth, uninstall and install g5 application, forget bluetooth device, reset smart device, educated about hard rebooting the smart device every couple of days and removing all other device from bluetooth settings and reviewed data. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported loss of connection. No additional patient or event information is available.